Event description:
A customer reported that the battery of their device was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.